Manufacturer narrative:
The investigation into the access site bleeding that prompted blood product infusion is complete. There was a tendency to bleed as noted by the medical team. The root cause of the bleeding was patient condition related. The pump and introducer sheath were not returned for analysis. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) had a cp pump support in month of (B)(6) 2021. The team had reported purge cassette issues and an unrelated death that were previously investigated. The team reported in (B)(6) 2021,via the jpvad registry, of access site bleeding treated by blood product infusion

Event description:
Additional information reported that the patient had a ventricular tachycardia (vt) storm and thrombocytopenia. It was also reported that there was an issue with the purge cassette. Purge system failure alarm occurred during priming. The purge cassette was replaced, and priming was completed without any problems. The patient later expired due to acute heart failure. No allegations were made towards the impella for cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01183 was provided in sections b1, b5, d6a, d6b, d7a, d9, g3, h3, h6, and h10. The investigations for the reported issues; priming, tachycardia, bleeding and thrombocytopenia have been completed. The impella was received from the customer and the following were confirmed: the cause of the priming failure was determined to most likely be a use related damage purge tubing line resulting in a purge leak. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined. The cause of the bleeding and thrombocytopenia were most likely patient condition related since the patient was reported to have a tendency to bleed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.